Manufacturer narrative:
The customer¿s report of a texium leak from the connection of the texium valve on the secondary set to the smartsite y-port on the primary set was not confirmed. Visual inspection and functional testing of priming and infusion observed no leaks at the connection between texium valve and smartsite port. Pressure testing also found no anomalies with the returned set. The root cause could not be determined.

Manufacturer narrative:
Concomitant medical products: unknown filter; 250ml baxter bag, ndc (B)(4), lot number y240176, exp (B)(6), sodium chloride 0.9% ado-trasstuzumabemtansine. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported chemo leaked from the connection of the texium valve on the secondary set to the smartsite y-port on the primary set during an infusion of kadcyla 200 mg/250 ml at 500 ml/hr. The time of the leak was not provided; however, the customer reported the leak can occur at the start of the infusion, during the infusion or near the end of the infusion. There was no report of patient harm.